Manufacturer narrative:
Concomitant medical products: (2) 8100; (2) pri tubing; etco2 disposable set; bd 50 ml. Syringe. The customer¿s report of a disconnection error during a pca infusion of dilaudid was confirmed and replicated. Analysis of the event logs shows that on (B)(6) 2017 between 3:43 am and 10:36 pm the device was infusing a pca only infusion of hydromorphone, standard (0.2 mg/ml), 11 mg/55 ml (dilaudid) from a bd 50 ml syringe. During the infusion the power to the pca and etco2 modules was interrupted 3 times inducing a channel disconnected error on the pcu. The user reprogrammed and restarted the infusion after each event. At approximately 11:41 pm the user removed and replaced the pca and etco2 modules. Inspection showed the left iui connector on the pca module was cracked on its right side. A small pry mark deformation was also noted on the rear case above the cracked area of the left iui. The left iui connector had a date code of (B)(6) 2011 and was the original installed during manufacturing. The right iui connector on the pcu had broken material on its left side and the pins had contamination and corrosion. The right iui connector had a date code of (B)(6) 2011 and was the original installed during manufacturing. It was noted that the breakage on the iui connectors were on opposing sides from one another when mated together. Functional testing replicated the power interruption issue when the system was physically manipulated with the pca and etco2 modules attached to the right side of the pcu. The proximate cause for the disconnection is a physically damaged left iui connector on the pca module. The root cause for the damage to the iui connector was not definitively identified.

Event description:
The customer reported that at 1900 pca dilaudid 0.2 mg was initiated with a 1 mg max limit (time not specified) and 12 minute lockout. At 0645 the nurse attempted to view the history and received the message ¿modules disconnected/modules error.¿ it was reported that there was difficulty attaching the pca to the pcu prior to initiating the infusion and the facility biomed stated that "both connectors are damaged as if the pca module was trying to be pried off the controller." There was no report of patient harm.